Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.

Event description:
A us distributor contacted zoll to report that the patient developed a red burning rash from the ucor hfams patch. There was no alleged device malfunction contributing to the irritation. The patient's nurse advised the patient to remove the device due to discomfort and skin irritation. Patient reported that the irritation has improved.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.

Event description:
A us distributor contacted zoll to report that the patient developed a red burning rash from the ucor hfams patch. There was no alleged device malfunction contributing to the irritation. The patient's nurse advised the patient to remove the device due to discomfort and skin irritation. Patient reported that the irritation has improved.